Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally struck the ilet insulin pump against furniture, resulting in a cracked screen that prevented device interaction, with no alerts or alarms reported and blood glucose remaining stable at 127 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued glucose monitoring via cgm. Investigation included user interview, confirmation of device function impact, and arrangement for device replacement and return of the original unit. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no evidence of device malfunction and no data transfer from the damaged unit to the replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.